Manufacturer narrative:
H6 - health effect clinical code: 4581 - deposits on lens, lens transparency. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.50/2.5/002 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports there is icl deposits on the lens, but no refractive outcomes or loss of vision acuity or vision quality. But lens transparency seems to be affected; there is a rise in iop and medication has used as treatment. Lens remains implanted. The problem is not resolved.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information. B5 - it was later indicated that the surgeon explanted/replaced the lens and the patient's postop is indicated as everything is fine but a 1 month postop is scheduled soon. Claim#: (B)(4).